Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported by the physician, the vista brite tip guide catheter (6f .070 xb 3.5 100cm) was fractured. The device was not used in the patient. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17549961 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the cracked (fractured) condition reported could not be determined. Based on the limited information available for review, procedural factors and concomitant device factors may have contributed to the reported event. As cautioned instruction for use, which is not intended as a mitigation, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17549961) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the physician, the guide catheter (6f .070 xb 3.5 100cm) was fractured. The device was not used in the patient. There was no reported patient injury. The product will be returned for analysis.